Event description:
It was reported that a person using the ilet experienced a low continuous glucose monitor reading of 62 mg/dl for approximately 40 minutes, treated with 2 oz juice followed by about six gummy bears, and later experienced a high reading up to 311 mg/dl for about 1.5 hours; the person had recently restarted a medication after a break and ate a usual breakfast. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included transient fluctuation in glucose with resolution trending downward by the end of the call and no hospitalization. Investigation included review of user report, troubleshooting, and education on hypoglycemia treatment. Investigation of this case revealed that the hyperglycemia followed an apparent overtreatment of hypoglycemia with rapid-acting carbohydrates, consistent with expected device performance and user-related factors rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia leading to rebound hyperglycemia.